Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was not successfully implanted due to a helix extension/retraction issue and resulting unsatisfactory measurements. No adverse patient effects were reported an no return of product is expected.

Manufacturer narrative:
This lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism partly extended. X-ray imaging confirmed no internal conductor fractures. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
Subsequently, the lead was returned for disposal. Analysis conducted prior to product archive.